Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: lo (less then 0.6 mmol/l) and 23 mmol/l; lo (less then 0.6 mmol/l) and 23 mmol/l. The comparisons were performed on the same day, 5 hours apart. During both comparisons, customer also tested "less then 10 mmol/l" on their aviva nano system (customer does not recall exact values). No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Customer did not provide product information for the aviva nano system. Test strips are no longer available.